Event description:
The device was inserted with no difficulties into a patient with peripheral vascular disease, with distal sfa stenosis. Upon attempt to retrieve, the dilator separated form the hub, leaving the dialtor within the patient. After the separation, the dilator was damaged as a result of trying to remove from patient. The patient suffered no adverse reaction.